Manufacturer narrative:
Retainer ring=black. Device was returned for unresponsive buttons (button error), drive/motor anomaly, no delivery alarms, rewind anomaly, and cosmetic damage at the battery cap found on oct 19, 2021. Device's history and trace files downloaded successfully using thus software. Device received with fully functional keypad. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. Device passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No button error alarm noted upon testing. Device passed keypad voltage test. No rewind anomaly noted during testing. No unexpected insulin flow blocked alarms noted during testing. No delivery alarms not noted in the pump history/trace files on the event date. No drive/motor anomaly noted during testing. However, pump error 130 confirmed in the pump history/trace files on 10/21/2021 at 5:23pm. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. Device was cut open to perform visual inspection and found¿ corrosion damage¿on the motor. The motor was tested outside of the device and passed. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case (battery tube), battery cap contact missing, and cracked case-corner of belt clip rails. Rewind anomaly not confirmed during testing. No delivery alarms not confirmed during testing. Unresponsive buttons (button errors) not confirmed during testing or in the pump history/trace files. However, pump error 130 alarms confirmed in the pump history/trace files on 10/21/2021 at 5:23pm due to corroded motor home switch. Battery cap cracked/damaged confirmed due to battery cap contact missing. However, device received was properly tested using a test battery cap. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump showed motor error alarms and button errors. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.